Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a fiber optic sensor module failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge service territory manager (stm) has advised that the customer has installed new batteries which has resolved the issue. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a fiber optic sensor module failure. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.